Event description:
The tip of the 2.7 mm guide wire broke in the cortex area of the thigh. Surgeon was unable to remove the bit from its location. Surgeon use the image intensifier machine to detect the broken bit. It happened when surgeon was drilling the femoral tunnel using the 2.7 mm guide wire. It was done a few times as surgeon was unable to get the right position. However, during the third attempt, the tip of the wire broke.

Manufacturer narrative:
Evaluation of the device shows the pin is bowed and scored its entire length. The condition of the passing pin is consistent with drilling while bent. (B) (4)